Event description:
Physician reported a patient had knee surgery and r1547 steri-strip adhesive closures were applied following suture removal. Physician reported patient experienced redness, blisters and hives within 48 hours of application. The reaction progressed and patient experienced disseminated hives, running nose and sneezing. Physician stated the reaction was typical of allergic contact dermatitis and the patient was treated with oral prednisone. The reaction improved within 3-4 days following treatment and is now resolved.